Event description:
It was reported that the pt had a soft-tissue swelling in the spine and it was suspected the catheter may not have been in the intrathecal space or may be fractured. A CT scan was performed of the soft-tissue in the spine, but the location of the tip of the catheter was not determined. A catheter dye study was not done as drug still remains in the pump tubing. The pump, however, is empty. The drug in the pump was dilaudid. No dose or concentration were reported. The hcp reported this was the initial patient visit and they were in the process of re-starting the pt's therapy. It was discussed to put pf naci in the pump and run it to determine if there was any volume discrepancy. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional info becomes available.